Event description:
The doctor reported the implant was removed due to osseointegration failure within one year, approximately 2 months and 2 weeks after implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was moderate. The doctor reported periodontal disease during the implant removal surgery. The patient has since recovered.